Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(4) 2020, mentor became aware that incorrect serial number for the left side was reported under psr (B)(4) on 10/31/2018. It has been corrected under field d7 on this form. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 500cc mentor memorygel, breast implants on both sides and was presented with bilateral capsular contracture; baker grade ii on the left side; and baker grade iii on her right side postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2018 with catalog number 3503501bc and serial number (B)(4) on the right side and with catalog number 3503501bc; serial number (B)(4). On (B)(4) 2020, mentor became aware that incorrect serial number for the left side was reported under psr (B)(4) on 10/31/2018. It has been corrected under field d7 on this form. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).